Event description:
On (B)(6) 2013, the patient contacted animas to report loss of prime warning with a pump replacement she had received the day prior. The animas representative noted that the patient had ongoing issues with loss of prime over last few weeks with multiple pumps. It was noted that the patient had 2 pumps recently replaced for recurrent loss of prime warnings. At the time of the call, the patient stated her blood glucose (bg) readings had been erratic over the last few days. She reported waking up with a bg of 322 mg/dl on the morning of (B)(6) 2013. The patient stated she had symptoms of nausea, headache and tested positive for ketones (amount unknown). In response to the high bg, the patient stated she changed site and was bolusing through pump. At the time of troubleshooting, the patient reviewed pump settings and alarm history. Alarm history revealed only one alarm for low cartridge at 4:34am that morning. The patient stated she could easily push insulin through tubing and when she placed cartridge back into pump she received another loss of prime within 5 minutes. At the time of the call, the patient was walked through air bolus and the patient confirmed pump was able to successfully deliver bolus and show completed in bolus history. The animas representative advised the patient to discuss bg issues further with md and/or cde and advise them that the pump appeared to be functioning well. The patient was sent new cartridges and advised to stay off the pump until the new cartridges arrived. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to this event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.